Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the venous line kinks during re-warm. There were six occurrences of this event. The product was not changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. The root cause of this event is likely due to customer preference in tubing durometer. The convenience kit is custom designed by the user; therefore, the product was built based on spec and specified tubing durometer. Terumo is working with the customer to revise the pack to prevent future occurrences. The complaint was included in associate awareness training. No lot number was reported; therefore, no device history record review was performed. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).